Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to FDA on 5/04/98).

Event description:
The iab broke. This was the only info available at the time of the report. On 4/28/98, the following was reported to datascope: after 9 hrs of pumping, the nurse paged the cardiovascular tech because the pump alarmed "check iabp catheter". The tech cheked the pump and autofilled and then resumed pumping. Small flecks of dried blood were then seen in the tubing. The physician was called and the tech was told to continue pumping. After 1.5 later, the console recognized a leak an the iab would not pump. Again the dr was called and the tech was told to turn the pump off. Approx 3 hrs later the balloon was removed and the pt was did fine. No apparent problems were observed and the pt was taken for bypass surgery a few hrs later. Without the balloon, the pt was okay following surgery. There was no pt injury or complication as a result of the event. [Event complications]: unk-reported 1/26/98; none-reported 4/28/98. [Pt's current status]: unk-rpt'd 1/26 & 4/28/98.